Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("if the proximal end of the outer coil and the proximal end of the inner coil appear separated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proximal end of the outer coil and the proximal end of the inner coil appear separated and distance had widened.. Most recent follow-up information incorporated above includes: on 18-dec-2018: reporter states "there was no adverse event, he was he was only asking question", therefore this case should be marked for deletion as no adverse event reported. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("if the proximal end of the outer coil and the proximal end of the inner coil appear separated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proximal end of the outer coil and the proximal end of the inner coil appear separated and distance had widened. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.